Event description:
A nurse reported that during vitrectomy surgery while performing the laser photocoagulation step, the ophthalmic laser probe did not pass through the trocar. It was found that the middle part of the probe was slightly larger. Therefore, replaced the optical fiber with a new one. The procedure was completed without any patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.10 the product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no probe returned for testing on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Two potentially relevant complaints were found and reviewed as part of this investigation. The complaints were determined to not be relevant to this investigation. The customer reported event cannot be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).